Event description:
The customer reported that the device jaws stuck together and the blade would not deploy. It is unk if the jaws were on tissue at the time. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.